Event description:
It was reported that the large volume pumps had "nuisance air-in-line alarms with no visible air." The product issue was reported to bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.